Event description:
The following information was reported: the balloon ruptured during pullback. Manual compression was applied for 30 minutes or less and hemostasis was achieved. The patient was not hospitalized. Procedure type: diagnostic coronary stick location: medium sheath size: 6f. Additional information: at prep, the black marker on the inflation indicator was fully exposed.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1431101) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. However, it was reported that pvd/calcium was present in the vicinity of the access site. It should be noted that per the mynx ace instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. (B)(4).